Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson¿s dual. It was reported that during charging, the patient would achieve sufficient coupling bars, however, after 2-3 minutes, the coupling bars would drop to 1-2; a difficulty recharging was reported. A normal recharging session and subsequently, troubleshooting, could not be performed as the patient reported the implantable neurological stimulator recharger (insr) displayed a ¿insr battery low, recharge insr screen.¿ the patient stated the insr low battery message would not go away even after plugging it into the desktop charger; the insr was not charging. It was confirmed the desktop charger¿s green light was on and the connector pin did not seem loose. The patient noted that the implantable neurostimulator (ins) ¿moved more easily¿; this issue began sometime during the week prior to this report. The patient was worried that her ins would deplete without being able to charge so the patient programmer was used to confirm that charge level was at 50%. The patient programmer would not power up initially, but it was discovered that it needed batteries; the patient programmer issue was resolved once batteries were placed in the device. The patient also noted that she had the flu last week but confirmed it was not device related. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.